Event description:
Boston scientific received information that a fracture of this left ventricular (lv) lead was observed during an unrelated diagnostic appointment. During a subsequent in-clinic follow up, a check lv lead message was observed upon interrogation due to intermittent low r-wave measurements. All other lead measurements were noted to be stable and acceptable. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.